Event description:
The patient was a (B)(6) female. The target lesion was mid to distal rca. The lesion was a de novo, heavily calcified and moderately tortuous. There was 90% stenosis. Initially, xience (3.0/15mm) was implanted at distal rca by direct stenting without problem. A cypher select plus (3.5/13mm: complaint product) was being delivered to mid rca by direct stenting, but when the cypher select plus was being inserted into gc (6fr, brite tip or launcher), the stent became caught at the proximal end of the gc and couldn't be inserted. Therefore, physician pushed the cypher select plus several times, but it wouldn't be inserted. When physician retrieved the sds, the stent alignment on the balloon was found to be disorientated to the proximal end. A different cypher (3.5/13mm) was implanted at the target lesion without problem and the procedure was finished. There was no patient injury reported. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
Information received from an affiliate indicated that a stent became caught in the proximal end of the guide catheter and could not be inserted. The target lesion was mid to distal right coronary artery (rca). The lesion was a de novo, heavily calcified and moderately tortuous and 90% stenosed. Initially, a xience (3.0/15mm) stent was implanted at distal rca by direct stenting without problem. A cypher select plus (3.5/13mm: complaint product) was being delivered to mid rca by direct stenting, but when the cypher select plus was being inserted into gc (6fr, brite tip or launcher); the stent became caught at the proximal end of the gc and couldn't be inserted. Therefore, physician pushed the cypher select plus several times, but it wouldn't be inserted. When physician retrieved the sds, the stent alignment on the balloon was found to be disorientated to the proximal end. A different cypher (3.5/13mm) was implanted at the target lesion without problem and the procedure was finished. There was no patient injury reported. The product was clinically used and will be returned for analysis. One none sterile cypher select plus (B)(4) 3.50 x 13 stent and delivery system was received coiled inside of a plastic bag. The balloon was observed semi-inflated. The stent was found mounted but moved from the original position. Inflation medium was observed at sds. In addition bumping marks established during the nesting process indicated that the stent was properly assembled during manufacturing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of impeded could not be confirmed, however stent out of position was confirmed. Review of the information provided suggests that procedural factors (inflation medium inside the device and the balloon partially inflated) may have contributed to the device being impeded which would lead to the stent moving out of position if the practitioner continued to push against resistance. There is no indication that there is a design or manufacturing related issue therefore no corrective action is needed.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.